Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the catheter insertion was difficult. When the catheter was removed from pt, user noted 2 cm of the tip was missing. No add'l intervention or injury to pt reported.